Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the returned device indicated a missing grommet and a missing setscrew.

Manufacturer narrative:
Concomitant product: 5568-53 lead, implanted: (B)(6) 2006.

Event description:
It was reported that during a normal elective replacement indicator (eri) change out the implantable cardioverter defibrillator (ICD) set screw would not disengage the right ventricular (rv) port. The physician attempted a smaller wrench after the larger one did not work. Finally the physician used a hemostat to pull the grommet out and the set screw dislodged as well. The ICD was not used, a different ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.